Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient's sensor failed during warm-up when it was placed on the abdomen. The patient was not thinking clearly and confused when wife saw him, so she called the nurse in their assisted home and nurse called 911. The patient was not sure what time was it and he was not sure when medication was given at the ambulance. He also did not know if a bg fs was taken while he was on his way to the emergency room (ER). At the ER, his dexcom and his tandem tslim pump were removed. When his bg was tested, it was showing around 1300mgdl so they gave him insulin drip. The patient was not sure any other treatment and medication given. The patient was discharged after 2 days ((B)(6) 2025). The patient was not sure what was his bg fs was when he was discharged. The patient was feeling better at the time of the call. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional event or patient information is available.